Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis.the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11374. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed and released. While performing an imaging sweep right after deployment, an effusion was noted that appeared to be growing slowly. The physician decided to tap the patient and 250cc of blood was withdrawn. There were no further complications. The patient was reported to be stable and fine.